Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose of 295 mg/dl and a high fever. The customer stated they were wearing the insulin pump during hospitalization. The customer wanted to make sure his pump has all of his information after putting the battery back into the insulin pump .and it was confirmed that all the setting are still present. The customer experienced symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 295 mg/dl. The customer was still in the hospital during time of call. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was not performed for the customer's insulin pump. The insulin pump will not be returned for analysis.